Event description:
Attorney reported: the pt sustained pain and suffering, injuries, right testicle removal, and migration associated with the use of defective mesh. Based on medical records provided by the pt's attorney: on (B)(6) 2002, pt underwent recurrent right inguinal hernia repair with three bard composix meshes. On (B)(6) 2003, pt presents with right inguinal pain, intermittent bulge and pain near pubis. On (B)(6) 2005, pt underwent right inguinal hernia repair with a non-bard mesh. On (B)(6) 2008, pt underwent recurrent right inguinal hernia repair with a non-bard mesh. On (B)(6) 2008, pt underwent right scrotal orchiectomy.

Manufacturer narrative:
Based on medical record review, the pt underwent recurrent right inguinal hernia repair with three bard composix meshes on (B)(6) 2002. It was noted that the first mesh fell short of covering the defect on the right side. Therefore, an add'l piece of mesh was introduced just upside down opposite to the previous one. It was reported that the third mesh placed to repair the left side defect overlapped the other two pieces of mesh to help secure them. It was noted that on (B)(6) 2005, the pt underwent right inguinal hernia repair with a non-bard mesh and excision of a lipoma. On (B)(6) 2008, it was reported that the pt underwent recurrent right inguinal hernia repair with a non-bard mesh. Approx one week alter, it was reported that the pt presented with right testicular pain, an ultrasound shoed no flow in the right testicle. Subsequently, it was noted that the pt underwent a right crotal orchiectomy. It appears that the alleged reported event was associated with the (B)(6) 2008 implant of a non-bard mesh. Based on the info provided, it is unk whether the device may have caused or contributed to the reported event. The info provided indicated that the pt was treated for recurrence, which is a known possible adverse reaction listed in the IFU. Additionally, there is no indication in the medical records that the meshes were explanted. No conclusion can be drawn at this time. See MDR 1213643-00415 and 1213643-2011-00416 for info regarding the other bard composix meshes implanted on (B)(6) 2002.